Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 506mg/dl, 425mg/dl and 376mg/dl. Customer stated that when she took the set out she was gushing blood for 10 minutes. Customer had leak infusion set. Customer treated high blood glucose by bolusing with the insulin pump. Customer declined high and low blood glucose. Customer¿s current blood glucose was 88mg/dl. Insulin pump will not be return for analysis.